Event description:
It was reported that a pt underwent a sling procedure in 2009. Two days after the procedure, the pt experienced continuous back pain at the waist line on the right side and was taking medication. The pt was unable to have a bowel movement without pushing which was very painful and caused urine leakage. The pt saw the surgeon a week after the procedure and was told the surgery needed to be reversed because something was wrong. The pt was instructed to drink a bottle of magnesium citrate to clean out her colon. On the evening of a week later, the pt became very nauseous and vomited about every two hours all night and part of the next morning. The pt started taking phenergan. The pt ate nothing all day but was very nauseous with gagging that evening. The next morning, the pt went to the emergency room where testing revealed a total small intestine blockage. The pt was rushed to surgery and a large section of small intestine was removed because the mesh was attached to it in two places. The surgeon did not know if the tissue was still alive, so he removed the entire section between the two places. The pt was hospitalized for five days.

Manufacturer narrative:
Date sent to the FDA: 03/31/2009. Small intestine obstruction occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.